Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse attempted to move the carriage on universal surgical manipulator (usm) 2 but it was completely stuck and only moved a few inches up and down when force was applied. Fse replaced usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and found the carriage was not able to be manually pushed up but it was free when pushed down. After replacing the insertion motor housing, the issue was resolved. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Based on these findings, fa concludes that the top and bottom insertion motor housing, to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 was getting repeated 'check for obstruction' messages. Technical support engineer (tse) had customer reseat and replace the drape, check the presence pins and perform a power cycle but the issue persisted. Customer opted to move forward with case using usm's 1, 3, and 4. The procedure was completing as planned with no reported injury.